Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons required multiple presses in order to respond. Patient reported that the responsiveness issue started about 3 weeks ago and the rubber keypad was also wearing thin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn button symbols. Investigation found the ¿ok¿ button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Little improvement was noted when the contrast was set to the maximum setting. In addition, the battery compartment was found to be cracked.